Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an acl repair surgery, the self-capture metallic plate of the "firstpass mini right" broke into pieces when the wire was pushed. All pieces were successfully removed from the patient. The procedure was successfully completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images shows the original packaging confirming part number 72290130 and lot number 2032218. The images also show a used firstpass and detached suture capture. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture is detached from the upper jaw. The suture capture is broken and missing one side of the capture. Bio debris is present. A functional evaluation revealed that pulling the lever will close the jaw and deploy the suture capture needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images shows the original packaging confirming part number 72290130 and lot number 2032218. The images also show a used firstpass and detached suture capture. The complaint was confirmed. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.